Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment that the programmer was unable to update. Analysis also noted that the touch screen was unresponsive in the upper right corner and the electrocardiogram (ECG) support plate required an update. The programmer is to be scrapped due to lack of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to update. The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.